Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a low blood glucose event. The customer stated they have been experiencing low blood glucose of 50mg/dl, treated with food and glucose tablets. We were unable to troubleshoot for low blood glucose. Customer's current blood glucose was 200mg/dl.